Manufacturer narrative:
(B)(4): the customer stated that the battery does not charge. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the failure. The fault was traced to a faulty ac power module. The fse replaced the ac power module to resolve the failure. The device passed all performance assurance testes and was placed back into use.

Event description:
The customer stated that the battery does not charge. There was no reported pt involvement.